Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. His relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening striated on anterior side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. The device has been explanted. His relates to the right side.